Manufacturer narrative:
Updated outcome and model/serial information.

Event description:
This supplemental report is being filed to provide additional information. The next morning, the shock impedance had increased to 40 ohms. The system remains implanted. Also, the model/serial information has been updated. It was reported that, during the implant procedure, the shock impedance was less than 30 ohms. The anesthesia protocol was the tumescent technique. When the doctor made the pocket incision, fluid just poured out of it. A low energy shock was done, and the impedance was 23 ohms. The doctor elected to leave the system implanted. There were no additional adverse patient effects.

Event description:
It was reported that, during the implant procedure, the shock impedance was less than 30 ohms. The anesthesia protocol was the tumescent technique. When the doctor made the pocket incision, fluid just poured out of it. A low energy shock was done, and the impedance was 23 ohms. The doctor elected to leave the system implanted. There were no additional adverse patient effects.